Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown . As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from (B)(4) of peritonitis with culture positive for gram negative (pseudomona) coincident with physioneal, unspecified product therapy. On an unreported date, the patient began treatment with physioneal, unspecified product, (dose, frequency and lot number not reported), intraperitoneally (ip), for automated peritoneal dialysis (apd). The patient stated that since 2 months ago, he noticed the presence of drops between the solution bag and the overpouch. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, not requiring hospitalization. On an unreported date, the patient began remedial treatment with unspecified antibiotics. At the time of this report, the peritonitis was resolving. Physioneal was ongoing. The nurse believed the event of peritonitis with culture positive for gram negative (pseudomona) was unrelated to physioneal, unspecified product.